Manufacturer narrative:
Section e1: (B)(6). Device evaluation: the distributor engineer suggested swapping a printed circuit board (rpc) from a demo machine for checking purpose. After installing the demo system printed circuit board (rpc) into the system IV pole and usb the system was working fine. Therefore, the\ printed circuit board (rpc) was defective and replaced. No further information available. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the distributor system shut down during the case and IV pole was not coming down.